Event description:
It was reported that the patient heard a buzzing noise that sounded like a swarm of bees. The patient stated they have heard the patient alert in the past, and said it was not that. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2010 (B)(6). (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.